Event description:
It was reported that the lens was removed intraoperatively from the patient's eye due to a small tear in the capsule noted during insertion. Another lens of different model was implanted successfully. Reference MDR# 1313525-2015-01832 for the delivery device used during this procedure.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lens was not returned to b+l for evaluation, therefore, product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.